Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012- patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device 1). Per op notes, ¿a small supraumbilical ventral hernia and a small umbilical hernia was identified which was excised. A composix l/p mesh was placed in the abdominal cavity and sutured the mesh to the undersurface of the abdominal wall with tacks¿. (B)(6) 2014- patient was diagnosed with recurrent umbilical hernia, thereby underwent laparoscopic repair with implant of composix l/p mesh (device 2). Per op notes, ¿omentum found adherent to the undersurface of the abdominal wall adherent to previously placed mesh (device 1). Adhesions were lysed. The previously placed mesh (device 1) was found to be pulled away and a small hernia was identified. A circular composix l/p mesh (device 2) was placed into the abdominal cavity and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.